Event description:
The event was a revision surgery due to dislocation. The surgeon performed a poly swap approximately 2 months after the primary surgery. He explanted the humeral cup 135/145 standard 36/+6 (ref 313-0706). He then implanted a standard humeral cup 36/+6 (ref 103-0806) as well as a reversed adapter 135/145 (ref 112-0100).